Manufacturer narrative:
To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a patient was burned while the force generator was in use. The type of handpiece in use and the degree of burn were not made available from the site contact and no additional information is forthcoming.

Manufacturer narrative:
A visual inspection of the generators exterior and interior found no obvious issues. The investigation found the unit to function normally and within specifications. One e2505-10fr was received for evaluation. Visual inspection found no defects. The device was plugged into a 40k ohm test box and activated coag mode with satisfactory results when the activation button was pressed. No intermittent activation occurred. The device plugged into a generator. The device successfully activated. The investigation found the device to function normally and within specifications. One e7507 pad was received for evaluation. The returned pad was inadequate for testing because the polyhesive gel was dry to the touch. The pad was assembled correctly. Continuity was checked with satisfactory results. The pad failed erit testing, and during impedance testing the rem alarm sounded. This is a designed safety feature that would occur if the gel had dried out. The rem feature of the return electrode operates by measuring the electrical impedance at the return site. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that a patient was burned while the force generator was in use. The type of handpiece in use and the degree of burn were not made available from the site contact and no additional information is forthcoming.